Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having intermittent difficulty charging the pump with multiple power sources. The customer's blood glucose level was not impacted. The pump was confirmed to be charging at the time of the report.